Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally it was reported that intermittent button alarms occurred while no object was pressing on the button. Customer's blood glucose level was 280 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.